Event description:
An infusion pump with a failure code 812:02. The facility representative had stated that no patient incidents have been reported. Information was requested by baxter regarding the date this report occurred, the medication involved, pump programming and set-up information, specific patient information, tubing product code and lot number in use, but no additional information was available.